Event description:
A report was received that the patient ipg was painful at the back. The patient underwent a revision procedure wherein the ipg was relocated. No device malfunction suspected. The patient was doing well postoperatively.